Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8878724) became impeded in introducer and could not be pushed into the unspecified microcatheter (mc). The physician retracted the stent and switched to a new one to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 27-sep-2024 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The microcatheter was a prowler select plus. The device did not appear damaged at any time. A continuous flush was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the product analysis of the device received, there was a separation observed on the delivery wire.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). A picture was provided with the complaint report. The photo shows the distal segment of delivery wire exiting the introducer and the stent body contained within the introducer sheath. The rest of the device is not visible and no other damage or relevant details can be observed. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and the stent component was found still attached to the distal portion of the delivery system. The delivery wire was found to be broken into two portions. Further inspection was performed under a microscope and it was found that the stent is disengaged from the delivery system. The issues reported regarding the stent becoming impeded in the introducer was confirmed based on the damaged condition of the delivery wire. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. The damaged condition of the delivery wire suggest that it was inadvertently moved during the attempts to advance or retract the stent from the introducer, where push/pull force was applied sufficiently to disengage the stent from the delivery wire resulting in the stent component being unable to advance further. The stent detachment was not originally reported in the complaint. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8878724. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following caution and recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.